Event description:
An ophthalmic surgeon reported that during glaucoma filtration surgery the shunt did not come loose and surgeon had to force the injector. He stated due to the force the shunt was not positioned stable and was slightly damaged. The shunt was removed without any problems and the procedure was converted to a trabeculectomy which went "very well." No further information is expected. The surgeon is unwilling to provide additional information.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The shunt was returned separated from the express delivery system (eds) and was clearly manipulated and the eds wire was fully depressed. The complainant statement "shunt did not come loose during the surgery" could not be confirmed. The root cause could not be conclusively determined. No further information is expected. The surgeon is unwilling to provide additional information. (B)(4).